Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the sensor membrane to be delaminating and slightly concave. The level sensor functioned as intended throughout evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Component code: 510 - sensor. Evaluation is in progress, but not yet concluded. The fsr installed a new yellow level sensor. The unit operated to the manufacturer¿s specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the yellow level sensor appeared to be delaminating internally to the sensor surface. The surface was also slightly concave. There was no patient involvement.